Event description:
"Reusable" fallope ring applier was pulled for the case. Instrument was defective and was attached to the patient's fallopian tube (unable to remove it). This required dr to have to make additional incisions. Also required more equipment, supplies and increased operating room time. Potentials to patient - increased pain, longer recovery time and additional unexpected incisions.